Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen displayed vertical black strips rendering the display unreadable. There was no reported impact to the customer's blood glucose level. Further information regarding the customer or event was not provided.